Event description:
The customer has observed a high result for the immulite prostate specific antigen (psa) assay on an immulite 2000 instrument using reagent lot 381. The patient result was reported to the physician(s). The patient sample was also run on an alternate platform where the results were lower. There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 381 and when compared to the alternate platform.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in (B)(4) 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00258 was filed on july 2, 2013. Additional information (07/22/2013): upon subsequent review it was determined that the customer address was listed incorrectly. The correct address has been added.

Manufacturer narrative:
The initial MDR 2432235-2013-00258 was filed on july 2, 2013 additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.